Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("heavy periods") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and miscarriage. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included chest pain, joint pain, forgetfulness, muscle fatigue, migraine, skin lesion, menstrual disorder, loss of memory, hair loss, libido decreased and pelvic discomfort. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), rash ("rashes all over arms"), muscular weakness ("weakness in legs/weakness in arms and legs"), back pain ("back pain") and pain in extremity ("leg pain /arm pain"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, fatigue, back pain and pain in extremity outcome was unknown, the rash was resolving and the muscular weakness and dyspareunia had resolved. The reporter considered back pain, dyspareunia, fatigue, menorrhagia, muscular weakness, pain in extremity, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs & mr received. Patient's demographics added. Date of insertion updated. Reporter's information was added. Event added rashes all over arms, weakness in legs, weakness in legs/weakness in arms and legs, back pain, leg pain /arm pain, painful intercourse. Updated onset date of events. Updated outcome of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy periods') in a 31-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and miscarriage. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included chest pain, joint pain, forgetfulness, muscle fatigue, migraine, skin lesion, menstrual disorder, loss of memory, hair loss, libido decreased and pelvic discomfort. On (B)(6) 2011, the patient had essure inserted. In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), rash ("rashes all over arms"), muscular weakness ("weakness in legs/weakness in arms and legs"), back pain ("back pain") and pain in extremity ("leg pain /arm pain"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (laproscopic bilateral salpingectomy and hysteroscopy and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, fatigue, back pain and pain in extremity outcome was unknown, the rash was resolving and the muscular weakness and dyspareunia had resolved. The reporter considered back pain, dyspareunia, fatigue, menorrhagia, muscular weakness, pain in extremity, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-oct-2011: results: total bilateral occlusion. Pregnancy test urine - on 08-jul-2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy periods') in a 31-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and miscarriage. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included chest pain, joint pain, forgetfulness, muscle fatigue, migraine, skin lesion, menstrual disorder, loss of memory, hair loss, libido decreased and pelvic discomfort. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), rash ("rashes all over arms"), muscular weakness ("weakness in legs/weakness in arms and legs"), back pain ("back pain") and pain in extremity ("leg pain /arm pain"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (laproscopic bilateral salpingectomy and hysteroscopy and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, fatigue, back pain and pain in extremity outcome was unknown, the rash was resolving and the muscular weakness and dyspareunia had resolved. The reporter considered back pain, dyspareunia, fatigue, menorrhagia, muscular weakness, pain in extremity, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Most recent follow-up information incorporated above includes: on 20-may-2019: new reporter was added, product lot number was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and fatigue outcome was unknown. The reporter considered fatigue, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.